Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. The customer loaded a new cartridge to resolve the issue. In addition, it was reported that the pump led customer to perform the loading fill tubing multiple times. The customer's blood glucose level was 100 mg/dl. Customer was able to complete the load process and resume insulin delivery.